Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier; d6a: implant date.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (ICD) system was suspected to be depleting prematurely. Additionally, high pacing thresholds and high out of range impedance measurements were observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (ICD) system was suspected to be depleting prematurely. Additionally, high pacing thresholds and high out of range impedance measurements were observed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This system remains in service. No adverse patient effects were reported.